Event description:
The patient's mother reported on (B)(6) that the patient's blood glucose levels were elevated all weekend ((B)(6)) and she was taken to the ER on (B)(6). The emergency room staff gave the patient IV fluids. The patient reportedly had small ketones. The patient was discharged with a blood glucose of 170 mg/dl and the patient was not diagnosed with dka. The mother spoke to the patient's doctor and the doctor stated that it seems that the patient is not getting her basal insulin and he would like the pump checked out. She said, the patient had large ketones and blood glucose levels in the 200-300 mg/dl range with the highest at 500 mg/dl over the weekend. She said this was despite giving more than the calculated recommended bolus doses. The mother gave shots with the syringe for bolus doses on saturday due to large ketones. In the morning prior to calling animas the patient's blood glucose level was 264 mg/dl. The mother said that the patient changed the infusion set and site each day over the past weekend. During the first change it was noted that there was blood in the cannula. The pump was not available at the time of the call to troubleshoot. The animas representative asked the reporter to call back when the pump was handy but the reporter has not called back. Animas attempted to follow up with the reporter but has not been able to contact her. This complaint is being reported because, the patient reportedly received medical intervention for elevated blood glucose levels while on pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: information in the black box for the time of the reported event was not available for review due to continued patient use. Dates from (B)(4) 2012 to (B)(4) 2012 were available for review in the black box. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.